Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The product was used during a mammary plastic surgery. Reportedly, the suture was not absorbed properly. The surgeon removed the non-absorbed suture. The hosp has reported that no pt injury occurred.